Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause could not be determined from the returned photographs. Four photographs of a 3 fr per-q-cath were returned for evaluation. An initial visual observation of the photographs showed the alleged sample was within a clear plastic film. The stiffening stylet of the catheter was observed to be unraveled, and blood residue could be seen on the sample in the returned photographs. The stylet appeared to be broken in at least one location, and the stylet was observed to be completely removed from the t-lock. The t-lock was observed to be attached to the hub of the catheter, and a red warning hang tag was observed on the stylet. While the exact cause of the break and unraveling of the stiffening stylet could not be determined from the returned photographs, possible contributing factors include withdrawal of the stylet against resistance, failure to properly hydrate the stylet prior to manipulation, withdrawal of stylet through the t-lock, and cut stylet. A lot history review (lhr) of redt4284 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the PICC passage, when removing the guidewire it disrupted. It was required to remove the guidewire along with the catheter and a new device to complete the procedure.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redt4284 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the PICC passage, when removing the guidewire it disrupted. It was required to remove the guidewire along with the catheter and a new device to complete the procedure.